Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Using a new transfer guard performed pre-fill test to reservoir. Reservoir and transfer guard occluded anomalies found during analysis. (B)(4).

Event description:
The customer reported via phone call that they were unable to fill the reservoir with insulin. The customer's blood glucose was unknown at the time of incident. The reservoir will be replaced and will be returned for analysis.